Manufacturer narrative:
Complaint eval: the customer's complaint was not confirmed. The returned serum sample elicited an invalid result as defined by reference photos when assayed on returned reaction discs. The returned reaction discs met acceptance criteria when tested with in-house panels. The quantitative result of the pt sample was positive, however, the qualitative result was invalid due to the absence of color on the control bar. A control bar did not appear and the control bar must appear for the assay to be valid. No corrective action is necessary as the complaint was not confirmed. This is the final report.

Event description:
On 12/29/1997 the account reported a false negative result for a serum sample, which was tested with the testpack plus hcg combo obc assay. The patient was presented for a follow-up abortion, date of procedure unknown. The physician was monitoring for a decline in hcg level. He did not expect the test to be negative and ordered a quantitative assay, tested on the imx analyzer, which gave a result of 44 miu/ml. The same sample was used for both assays; sample was noted to be lipemic. After the positive result was obtained, the account reran the sample on a new kit, same lot, with the testpack plus hcg combo obc assay and received a negative result again. The account noted that the horizontal bar and check were fainter than normal for this sample. Other samples and controls showed expected color intensities. No treatment was given or withheld. No report of injury.